Manufacturer narrative:
The insulin pump passed the self test. However, the insulin pump alarmed for a reset error after the battery change due to a faulty connector on the interface board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have experienced an unexpected restart alarm when ever batteries are changed and is also receiving signal too low alarm. Customer's blood glucose was 125 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.